Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material in the insertion part, the distal end, and the air/water channel nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.